Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the electrode detachment.

Event description:
It was reported to boston scientific corporation that an orise proknife device was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6), 2023. During the procedure, the electrode was detached inside the patient; however, it was expected to be excreted naturally. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event.